Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿whitish foreign material adhered to auxiliary water channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). However, it was confirmed that there was no deformation on the section of the device with the foreign material. There was no report that the device was used for procedure while the event occurred. No further information could be obtained. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope loses light intensity when introducing an accessory; opaque lens. The issue was found during an unspecified procedure. Inspection and testing of the returned device found the jet channel had foreign material. The customer reported that there was no patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of light intensity issue and opaque lens was not confirmed. The device evaluation also found the scope connector cover unit was deformed. The light guide cover glass was detached. The objective lens adhesive was worn. The distal end adhesive was cracked. The origin of the foreign material resembling powder in the jet channel could not be confirmed. In addition, the air / water cylinder and the suction cylinder had no color. The scope cover had a scratch. The forceps channel port was shaved. Due to the adhesive peeling on the distal end, insulation resistance value at distal end did not meet standard value. Due to wear of the angle wire, bending angle in the down direction did not meet the standard value. The plastic distal end cover had a dent. The adhesives around the objective lens had a pinhole. The connecting tube and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.